Event description:
The customer reported a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. Ther is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended, and returned to service.